Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketone level was high. Customer was also ill with the flu and pneumonia. Customer changed the pump supplies and delivered a correction bolus. Customer went to the emergency room. Healthcare provider identified ketones as being dangerous. Customer was admitted to the hospital. Intravenous insulin was administered and elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer alleged pump was not delivering insulin. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Reportedly, customer discussed event with a healthcare provider.